Event description:
It was reported that during a lap hysterectomy procedure, the generator received an instrument error while activating. A second instrument was used to continue the procedure and a solid tone was received during activation. A third instrument was used to finish the case with no pt consequence.

Manufacturer narrative:
Evaluation summary: two devices (a-b) were returned for analysis in good visual condition. Device (a) hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument. No functional test could be performed with device b as the device did not open nor closed. It was disassembled to verify the condition of the internal components and the rotation knob was broken at the pinhole interface; no other anomalies were noted. Event described could not be confirmed, as device could not be tested for functionality. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted. Results: clamping mechanism.